Manufacturer narrative:
There is no indication that the access accutni device was returned for evaluation. The field service engineer (fse) performed a preventative maintenance (pm) and did not observe any issues with the instrument. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the event could not be determined with the available information.

Event description:
The customer reported reproducibly elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the access accutni assay used in conjunction with the access 2 immunoassay system and access accutni calibrator. An initial result of 0.89 ng/ml was obtained. Subsequent analysis of the patient¿s sample, on a new reagent cartridge, generated a result of 0.92 ng/ml. Per the laboratory¿s protocol, the patient¿s sample was analyzed on the alere triage meter and produced a result of <0.05 ng/ml. The laboratory also analyzed an edta plasma tube from the same patient on the alere triage meter and obtained a result of <0.05 ng/ml. The same sample was tested by a reference laboratory, through an alternate methodology, and a negative result within the normal reference range was obtained. The elevated results were released out of the laboratory, and the patient was transferred to another hospital as the customer was unable to obtain concordant results. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome. The patient¿s sample was collected in the emergency room (ER) in a lithium heparin plasma tube centrifuged in a stat spin centrifuge for eight minutes. The customer indicated system check, performed on (B)(6) 2013, was within specifications for all parameters. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.